Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/09/2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. MFR date: 12/15/2010.

Event description:
This complaint is being reported as a malfunction due to the alleged overheating issue with the animas pump. Reportedly, the animas felt hot whenever the low battery alarm occurs. There was no adverse event associated with the reported product issue.

Event description:
This complaint is being reported as a malfunction due to the alleged overheating issue with the animas pump. Reportedly, the animas pump felt hot whenever the low battery alarm occurs. There was no adverse event associated with the reported product issue.